Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot # va141eh, implanted: (B)(6) 2016, product type lead; product ID 3389s-40, lot# va143yc, implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was implanted with a lead on (B)(6) 2016. During the implantation, the patient¿s veins were hit. The patient had a stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.